Manufacturer narrative:
It was reported that the bottle of surgiphor split when a scrub technician squeezed it. The technician indicated that the bottle was not handled roughly; it split during normal use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bottle of surgiphor split when a scrub technician squeezed it. The technician indicated that the bottle was not handled roughly; it split during normal use.

Event description:
It was reported that the bottle of surgiphor split when a scrub technician squeezed it. The technician indicated that the bottle was not handled roughly; it split during normal use. Addendum: as reported, the issue occurred during a bilateral breast revision procedure with capsulorrhaphy, and right implant exchange. No bottle fragments were seen when crack occurred. There was no patient injury.

Manufacturer narrative:
It was reported that the bottle of surgiphor split when a scrub technician squeezed it. The technician indicated that the bottle was not handled roughly; it split during normal use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the photo provided and returned sample review, the reported event has been confirmed. However, a definitive cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, b5, d9, g2, g3, g6, h2, h3, h6, h10, h11. Corrected field: d4 (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.